Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. On the grasper, a piece of the silicone on the jaws became detached impeding the ability to grasp the vein. No injury or harm to the patient.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, g7, h2, h3, h6, h10 h3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. On the grasper, a piece of the silicone on the jaws became detached impeding the ability to grasp the vein. No pieces of the device fell into the patient. No components of the device were left in the patient. The piece that detached from the jaws stayed connected to the device. Only delay in the procedure was opening the new kit to finish the case and set up. No injury or harm to the patient.

Event description:
N/a

Manufacturer narrative:
(B)(4). The lot # 3000259949 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.